Event description:
The right motor / gearbox allegedly had a broken seal and was leaking. This is an out of box failure. No injury alleged.

Event description:
The right motor / gearbox allegedly had a broken seal and was leaking. This is an out of box failure. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m91 serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00085. The device,model m91, serial #(B)(4), component, joystick model #1127291, serial #(B)(4) and controller model #1136898 rev g, serial #(B)(4) was returned for an evaluation. The motor was verified as leaking grease. The risk associated with failures of this type was evaluated under risk analysis 1. The risk was determined to be at an acceptable level. This incident does not impact that assessment. This malfunction is considered a reliability issue that is not likely to cause harm to the user and has been addressed by engineering. Quality reports for corrective actions have been put in place and are effective in eliminating the leaking grease condition. Device complaint history was reviewed. No serious injury complaints from leaking grease. (B)(4) has been initiated for this issue. Model m91 serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.